Event description:
Info received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician installed a ticking refurb kit, and replaced the head cushion along with the percussion and vibration cushion.